Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his low blood glucose level. His blood glucose level ranged from 30 mg/dl to 35 mg/dl. The customer had previously over bolused, causing his low blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.